Event description:
It was reported that the patient alert was activated for varying impedances from the lead. The patient was hospitalized. A connection problem was noted and was resolved by reconnecting the lead to the device. The leads and device are still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.